Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4). Product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r reported that the patient's recharger was blank and would not power on. The patient stated that when their ins gets low they get shocked. Patient services tried to clarify if they actually got shocked or just had a strong sensation, but patient stated that this happened when the ins was not on and not charged or the battery was low. Patient services advised the patient reset their controller and this resolved the issue with the recharger/controller. The patient was able to use their equipment and was seeing the green light that it was charging and working fine.